Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was dizzy and unable to walk. She was thirsty, disoriented, and fell several times. The patient¿s roommate called 911 and after calling 911, the patient passed out. The patient was transported to the hospital. At an unspecified time during the event, the cgm egv was 250 mg/dl while the bg was over 500 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with unspecified insulin in intensive care unit (ICU) for 2 days. She was discharged once the bg was below 300 mg/dl. At the time of the report, the patient's condition was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.